Event description:
It was reported there was a csf (cerebrospinal fluid) leak. The patient experienced symptoms of weakness, headache, nausea and vomiting. The headache was relieved when the patient lay down. Twenty four hours after implant, the patient was in the emergency room (ER) and admitted. A blood patch was done on (B)(6) 2015 to correct the csf leak. On (B)(6) 2015, the patient was back at the clinic continuing to feel weak, had a headache, fatigued, miserable and ¿washed out¿. The patient was recovered to about 75% or ¾ to baseline at the time of report. The pump was used to infuse lioresal (concentration 500 microg/ml, daily dose 50 ¿g/day). Refer to manufacturer report # 3004209178-2015-05284 for programming error that occurred at implant that resulted in weakness.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).